Event description:
A patient implanted with evoke spinal cord stimulation (scs) system, was scheduled for a revision surgery to replace a evoke 12c percutaneous lead kit 60cm which had unavailable contacts, due to which patient could not proceed with magnetic resonance imaging (MRI). Patient's therapy was not impacted due to the unavailable contacts. During the surgery, physician noted excessive scarring around the anchor site. Evoke closed loop stimulator (cls) was removed as monopolar electrocautery was used for dissecting the scar tissue. Both evoke 12c percutaneous lead kit 60cm were removed and discarded in order to remove the scar tissue. Due to uncertainty over infection, the physician decided to close-up surgical site, and sent a sample of scar tissue for further testing. A saluda medical representative has indicated that the patient will be re implanted in near future, after clearance for infection and post operation assessment.

Manufacturer narrative:
The evoke closed loop stimulator (cls) was returned for analysis and passed all testing without issue, the cls did not demonstrate any impedance issue throughout testing. The cause of the impedance issues as noted in the reported event could not be conclusively identified. Evoke 12c percutaneous lead kit 60cm were not returned for analysis. The outcome of the scar tissue sample testing was not made available. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.